Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was detected on the pace sense portion of the lead. All lead measurements were normal. The noise could not be reproduced in clinic. The lead will continue to be monitored.